Event description:
During the hysterosalpingography procedure, radiologist made multiple attempts in order to deflate a foley balloon catheter and to remove it from pt's fallopian tubes. Since the balloon could not be deflated, doctor cut the catheter across and removed it.